Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the helix was out of specification as it took too many turns to extend. It was also noted that the distal electrode was damaged and the distal conductor was covered in blood (not obstructed). (B)(4).

Event description:
It was reported that during an implant attempt the lead had poor threshold and poor sensing values. The lead was not used and was replaced. No patient complications have been reported as a result of this event.